Event description:
Information received from our international affiliate. A pt, who works as a flight attendant reportedly wore 1 day acuvue define contact lenses from 11:00 am in 2007 until 5:00 am the next day. The pt visited an eye clinic the following day with redness in both eyes and no complaint of pain. There was no decrease in va, the va in both eyes was 20/13. A peripheral corneal ulcer, less than 1 mm in diameter, was observed in the right eye and the patient was diagnosed with iritis in the right eye. The patient was found to have spk in the left eye which is a nonserious adverse event. The right eye was treated with the following eye drops: levofloxacin, cefmenoxime hcl, ofloxacin and ofloxacin oint at bed time. The patient returned for follow-up visits two days later, one day later, two days later, two days later on the next month. Prior to that visit, the patient was prescribed 1 day acuvue moist contact lenses and instructed to wear them for a shorter time. Following the prior visit, the pt did not return to the clinic. The treating ophthalmologist suspected the corneal ulcer was infectious, but the ulcer was not cultured the patient discarded the product in question and lot number information was not available. The treating ophthalmologist did not consider this to be a serious injury. We will report any additional information within 30 days of receipt. All MDR events are reviewed in quarterly management review meetings.

Manufacturer narrative:
Device labeling single use or reuse. No conclusion can be drawn.